Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to treat a blood glucose reading of 12 mg/dl. Customer was transported to hospital. Customer stated that he was hospitalized six times; twice for insulin shock and four times for pancreas problems. The current blood glucose reading is 59 mg/dl. Customer treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.